Event description:
It was reported the device smells burnt from fluid ingression and not functioning properly. Patient involvement is unknown.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a cracked right plunger case. The tamper seal was broken. Unable to review of the event history log (ehl) due to power up issue. The pump was contaminated and did not power up. The reported issue was duplicated. It was determined that the cause was due to fluid ingression. As a result, the power supply board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: regulatory.responses@icumed.com.